Manufacturer narrative:
This report is being filed outside the 30 day requirement, as this MDR filing is related to align technology's (B)(4) based on form FDA (B)(4) inspection observation, (B)(4) issued on (B)(4) 2010.

Event description:
The pt noticed an unpleasant taste when fitted with the second aligner, she removed aligner and noticed a residue on aligner. The pt rinsed this away and then refitted aligner. After two hrs, the pt started to get a swollen throat followed by raised bumps on her face, only. The pt thought she may have tonsillitis. She removed aligner after several hrs at 6pm and went to sleep. The next morning, the pt's throat felt like it had started to close, she went to her general physician who sent her to hosp. The doctor was not able to provide a copy of the hosp report, but the pt is doing fine now and is back to pre-treatment condition. The treating doctor reported that the pt has made a full recovery.